Manufacturer narrative:
The device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death, hospitalization or diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A regulatory report was received and reported that the patient had been hospitalized with diabetic ketoacidosis and subsequently passed away. Two days before this medical incident, the patient was suffering from hyperglycemia and was administering correction boluses, but these efforts did not successfully reduce their blood glucose levels. The patient's blood glucose levels reached to 400 mg/dl while using the pod for an unspecified amount of time. During transport by emergency medical services to the hospital, the patient suffered from pulseless electrical activity arrest, as a result of metabolic acidosis. Upon hospitalization, the patient was also diagnosed with pneumonia. The patient was treated with insulin and antibiotics. Although, the patient initially showed clinical improvement, they later experienced encephalopathy, episodes of asystole, renal failure and respiratory failure which led to their death. No additional information can be obtained, as no patient identifiers were provided.